Event description:
Boston scientific received information that this device was successfully implanted and connected to a non-boston scientific right ventricular lead. Interrogation of this device revealed myopotential noise reproduced when palms were squeezed together that resulted in pacing inhibition however due to the noise, it could not be determined whether this resulted in greater than two seconds asystole. With the previously implanted device (vista model 0927 sn (B)(4)), no pacing inhibition was observed. An internal technical service consultant was contacted for a possible explanation. Ts reviewed the data and provided feedback that when myopotential amplitude is higher than intrinsic, there is no solution to avoid oversensing. Additionally, the pocket may be too big (maybe sclerotic/fibrotic) for the much smaller device, leaving more space for the device to move around during arm/shoulder activities. Ts provided feedback that recent pacemakers use the complete can surface area as the anode for unipolar pacing/sensing. Chronic unipolar leads may have a large tip surface area resulting in relatively high threshold, so beside the risk for myopotential oversensing there may be also a higher battery drain in case high output is needed. A recommendation was provided for a bipolar lead. This information will be provided to the physician for further determination. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated.